Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (538 mg/dl) and moderate ketones. During troubleshooting with tandem technical support, the customer removed the infusion site and reported air bubbles were observed in the cannula. Reportedly, the customer placed a new infusion site and resumed insulin delivery. Customer addressed elevated bg levels with manual injections.